Event description:
The therapy was described as being ¿variable¿ and ¿all over the place¿ for the patient. It was stated that its difficult to tell when this started since the patient had cognitive dysfunction. On (B)(6) 2013 the catheter access port (cap) was accessed and the cerebrospinal fluid backflow was sluggish. The cap was accessed again on (B)(6) 2014 and the flow was even worse; only about 0.2ml of csf were aspirated. The catheter was primed following the aspiration. It was noted that the patient had a pressure ulcer that has been healing for the last several months. The pump logs were normal and there had been no volume discrepancies. Drug delivered via the device was compounded baclofen. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).